Event description:
It was reported to us that the tubing is kinking and does not allow the urine to drain properly.

Manufacturer narrative:
We discontinued purchasing this product on (B)(4) 2011 and we discontinued providing the product to cypress customers in (B)(4) 2012.